Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers son reported that the customer was passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was heart attack and stroke. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 500 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated the pump was destroyed by the defibrillation machine at the hospital. The caller declined to return the insulin pump for analysis.